Event description:
Customer called on (B)(6) 2011 reporting of a leak inside the reagent carousel underneath the total bilirubin reagent pack of a unicel dxc 800 synchron system. Customer had discovered the puddle when customer technical specialist (cts) was assisting customer with troubleshooting over a frozen screen issue. Customer was wearing proper personal protective equipment when she discarded the reagent pack and cleaned the leak. Customer was unable to determine the source of the leak. No exposure, injury or affect to patient results was reported. Service was not requested by customer. The leak probably came from the reagent pack but customer had discarded the pack without investigating if the leak had originated from there.

Manufacturer narrative:
(B)(4). Customer discarded reagent pack.